Event description:
As reported by the user facility: experienced 2 incidents of "puncturing of dura" during epidural procedure for l&d patients. Occurred with 2 different anesthetists, discovered when test dose of lidocaine (1.5%) with epinephrine given. Additional information provided by the anesthesiologist indicated there was no untold sequela suffered by either patient. Both patients received a spinal level between c4-c6. Both patients went to c-sections, without any adverse sequela. It is believed both catheters used in the procedures came from the same kit lot number. The samples were discarded and not available for evaluation.

Manufacturer narrative:
The actual catheters in the reported incidents were not returned to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. The house retained catheter sample for the reported lot was pulled and the catheter was visually inspected. No manufacturing defects were noted on the catheter or the catheter tip. There are no other reports of this nature against the reported catalog number or reported lot number. All available information has been sent to the actual manufacture for further evaluation. If any additional, pertinent information is received, a follow-up report will be filed.